Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the experienced uncomfortable stimulation. The physician feels there may be a nerve root stimulation causing the discomfort. F/u info revealed the pt met with the sjm rep and reprogramming was able to provide stimulation to the intended areas. However, the pt continues to experience lower right-sided abdominal pain. The pt was advised to f/o with her physician regarding the pain.